Event description:
The device was used to deliver defibrillator energy to the pt several times. Reportedly, when an attempt was made to defibrillate the pt again, a connect electrodes prompt was observed. The pt was not resuscitated. The reporter stated that pt outcome was not affected by the reported discrepancy, based upon the timely use of another device and a lack of pt viability.